Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber peeled off(black glue).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the bending rubber gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber gluing. In addition, our technician confirmed that the remote control buttons cut, and the electrical pin connector dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the bending rubber glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0581(bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.